Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure the physician was unable to loosen the right ventricular (rv) pacing setscrew on the device header of the new device. The device was not utilized and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a missing grommet, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.